Manufacturer narrative:
(B)(4).

Event description:
Procedure type: deep inferior epigastric perforators (diep) flap according to the reporter: the device did not work. Misfired. The instrument did fire, but the clips did not form properly. Had to take a little more vein than normal. There was no tissue damage the case was not extended by more than 30 minutes.